Event description:
The doctor was reclining a pt in a dental chair when the chair back cracked. The chair back did not break off and fall but just jolted the pt a little when it cracked. This event did not occur during a dental procedure but during the reclining of the pt to an operating position. There were no injuries reported.